Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2023, which is off-label usage of the device. On 12/20/2023, it was reported that the patient was sleeping, and the wife found him to be unconscious. The patient¿s wife immediately called 911, she did not look at the patient¿s cgm or test a bg meter reading. Once ems arrived, the patient¿s cgm was reading 89 mg/dl and the bg meter was reading 38 mg/dl. Ems treated the patient with an unspecified IV. The patient recovered at home and was not transported to the hospital. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.